Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via an unknown access site to support the 74 year old male patient in korea, who had been admitted in with known history of coronary artery disease and prior stenting from 20 years prior, and now in new cardiogenic shock. The patient arrested during the coronary angioplasty, received CPR and the impella cp, but with condition still poor was transferred on support to the second medical center. While there the condition was still poor and hemodynamics were unstable and patient expired due to refractory cardiogenic shock. There was no noted product malfunction or injury, and the death is being reported though pump use an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition. Underlying comorbidities were not shared from the medical team in korea.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. Corrected information was provided in d7a ( is this a single-use device?). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.